Event description:
During evaluation of a returned spectrum iq infusion pump, the device's ok key was not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device's ok key was not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.